Event description:
Plaintiff reports initial bilateral implantation on 5/28/80 with explant on 11/18/87. Plaintiff alleges "...injuries as a result of...implants containing or consisting of silicone gel, and/or an elastomer made of silicone."